Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: vhome, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 : h6: the device was evaluated by ventec where the reported issue of it "not blowing the correct pressure on CPAP mode" could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis, but saw no evidence of ventilation-related (i.e. Low positive end expiratory pressure) performance issues. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following was reported to ventec via email: "we have a unit that is not blowing the correct pressure on CPAP mode." When contacted for additional information/clarification of the reported issue, the reporter provided the following: "the pressure was initially set at 6 then at 8. Every time the device was turned off and back on, the machine would not blow any pressure. The pressure wave line was right above 0. It did occur while on the patient, but the rt said the pressure didn¿t feel right and ended up placing the patient on the hospital vent. We already switched out the vent and the same problem happens. When we turn it on it will not blow the correct pressure." There was patient use associated with the reported event. The reporter advised there was no patient harm as a result of the reported issue. No further details were provided. Please note: section a4, weight, is actually 7.7 kg -- the esub form would not accept decimals.